Event description:
It was reported that the patient called the ambulance due to receiving shocks. It was also reported that the patient had ventricular tachycardia storm and was not feeling well. The patient also had low potassium and received multiple atrial tachycardia pacing. The patient potassium was replaced and they were given anti-arrhythmic. It was also reported that the device was used after the use before date. The patient is part of the uatp 2.0 study. The device remains in use. No further patient complications have been reported as a result of this event. It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient called the ambulance due to receiving shocks. It was also reported that the patient had ventricular tachycardia storm and was not feeling well. The patient also had low potassium and received multiple atrial tachycardia pacing. The patient potassium was replaced and they were given anti-arrhythmic. It was also reported that the device was used after the use before date. The patient is part of the (B)(4) study. The device remains in use. No further patient complications have been reported as a result of this event. It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event. The correct implant date has now been reported for the device on the product information report which shows that the device was not used after the use before date.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity.

Event description:
It was reported that the patient called the ambulance due to receiving shocks. It was also reported that the patient had ventricular tachycardia storm and was not feeling well. The patient also had low potassium and received multiple atrial tachycardia pacing. The patient potassium was replaced and they were given anti-arrhythmic. It was also reported that the device was use after the use before date. The patient is part of the (B)(4) study. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.